Manufacturer narrative:
The device was returned to regional repair center for inspection. Based on the investigation results, a definitive root cause could not be determined. However, the foreign objects found were likely attributed to a failure to follow instructions. The event can be prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited foreign material in the air-water cylinder and in the air-water tube. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the unique device identification number. Updated fields: d4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.